Event description:
The customer obtained false low troponin I results on a quality control fluid. The customer had not been performing signal reagent probe cleaning. This scenario is consistent with a malfunction which could also cause false negative ckmb and bera-hcg results. There was no report of patient harm as a result of this occurrence.